Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine at a concentration of 5.0 mg/ml and a dose of 1.2196 mg/day via an implantable pump. It was reported the patient had a MRI on (B)(6) 2017 and a motor stall occurred the same day at 07:45. The recovery occurred on (B)(6) 2017 at 07:43 during interrogation which occurred the same day at 07:44. It was indicated the event was related to the device or therapy. No actions were taken and the issue resolved without sequelae on (B)(6) 2017.